Event description:
Patient scheduled for right ankle fusion and intraoperatively a 4.5mm x 40mm (catalog#214740) synthes screw broke into the patient right ankle during insertion. The surgeon determined it was not safe to retrieve and the tip was left in the bone.